Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. The culture test results from the third-party laboratory provided by the customer: sampling date: (B)(6) 2026, aerobic microbial culture: growth of >100 colonies, pseudomonas species: growth of >100 colonies, pseudomonas species identification: pseudomonas aeruginosa, bacterial identification: stenotrophomo nas maltophilia. Sampling date: (B)(6) 2026, aerobic microbial culture: growth of 1 to 10 colonies, pseudomonas species: growth of 1 to 10 colonies, pseudomonas species identification: pseudomonas aeruginosa, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2026, aerobic microbial culture: growth of 1 to 10 colonies. The culture test results from the third-party laboratory conducted by olympus: sampling date: (B)(6) 2026, sampling from: suction biopsy channel, air-water channel, flushing and brushings. Colony forming units (cfu), bacterial identification: no growth after 7 days incubation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the due diligence (B)(4). Updated fields: b5, h2.

Event description:
Additional information was provided by the customer that on (B)(6) 2026, during reprocessing, the gastrointestinal videoscope tested positive for more than 100 cfus of aerobic microbial culture. The device was retested on (B)(6) 2026, and it tested positive for 1-10 colony forming units of aerobic microbial culture and 1-10 colony forming units of pseudomonas species. The device was tested again on (B)(6) 2026 and tested positive for 1-10 colony forming units aerobic microbial culture. The device was tested again on (B)(6) 2026 and tested positive for 1-10 colony forming units aerobic microbial culture. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for more than 100 colony forming units (cfus) of pseudomonas aeruginosa and stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information was provided by the customer that on (B)(6) 2026, during reprocessing, the gastrointestinal videoscope tested positive for more than 100 colony forming units of aerobic microbial culture. The device was retested on (B)(6) 2026, and it tested positive for 1-10 colony forming units of aerobic microbial culture and 1-10 colony forming units of pseudomonas species. The device was tested again on (B)(6) 2026 and tested positive for 1-10 colony forming units aerobic microbial culture. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer follow up communication. Corrected fields: b5, h11.